Manufacturer narrative:
Date of event: date is estimated. The UDI is unknown as individual part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. In this case, there was no reported device malfunction associated with the rx acculink. The reported patient effects of stenosis, vessel damage, myocardial infarction (mi), stroke, and transient ischemic attack (tia) are listed in the rx acculink instructions for use as known potential adverse events associated with the use of a stent in carotid arteries. Based on the case information, a conclusive cause for the reported patient effects of stenosis, vessel damage, mi, stroke, and tia, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effect of death referenced is being filed under a separate medwatch report number. Reported attached: ¿vascular quality initiative, medical device report prepared for abbott vascular, rx acculink carotid stent system."

Event description:
It was reported through a post-market clinical follow-up (pmcf) report that the acculink carotid artery stent may be related to stroke, mi, access site complication, post-procedural tia, recurrent carotid restenosis, re-treatment (percutaneous and surgical), and death. A device malfunction was not reported. Specific patient information is documented as unknown. Details are provided in the attached pmcf report, vascular quality initiative, medical device report prepared for abbott vascular, rx acculink carotid stent system.